Manufacturer narrative:
Device history record was reviewed and no issues were observed, product was manufactured, tested and released per validated procedures. Additional information has been requested from the user facility. Unit has not been returned for evaluation. An addendum will be filed with updated information if the unit is returned to nwm for evaluation.

Event description:
Doctor reported, "I have a 19 y/o patient who had several tube shunt surgeries in the past and I have to take one of them out. "

Manufacturer narrative:
Nwm requested additional information regarding the explant and also requested the return of the device. On february 2, 2023, the following additional information was provided:  date of implantation:(B)(6) 2011, date of explant: (B)(6) 2022. Reason for explant: "iop too high ou on mtmt including oral diamox 1500 mg / day. Bothered by the side effects of the diamox" pre-op iop: 35, post-op iop: 12.  If explant, is the valve available for evaluation at new world medical? No. Baerveldt was implanted . Age: 19 when removed, birth date: (B)(6) 2002, gender: male, weight: 174. Hospital confirmed that device is not available for return to new world medical. As device could not be returned, the issue of high iop condition as reported by customer could not be confirmed.